Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched, inspected all, ran warm-up. Ran patient samples and c-grams and all areas were normal. An eventual blockage was possibly removed by customer using stylet this morning. Could not duplicate the issue. Ran rack of patients - all c-grams normal. The most probable cause of the reported event was a possible clogged needle although the fse could not duplicate the failure.

Event description:
On (B)(6) 2016 the customer reported missing peaks with their hlc-723g8 analyzer. The customer reported that they are getting multiple missing peaks and low ta on both qc (quality control) material and patient samples. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.